Manufacturer narrative:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump download history revealed multiple loss of prime alarms due to zero force. All ezprime operations were performed successfully and the pump was exercised with no alarms duplicated.

Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins.